Event description:
A malfunction was reported by the caller regarding the pump, identified by a malfunction code malf 12, with a fault ID 12-0x2071. There was no adverse impact to the customer¿s blood glucose level. The customer expressed the desire to reset the pump independently due to unavailable charging supplies and was provided with pump reset information by technical support, with advice to follow up if the issue persisted.